Event description:
It was reported the bd vacutainer® blood collection tube buffered sodium citrate experienced overfill. The following information was provided by the initial reporter: translated to english. The customer stated:the "tubes from the complaint lot draw a larger volume of blood; an upper limit error is occurring several times a day with the measurement device."

Manufacturer narrative:
H.6. Investigation: bd received 10 samples, 1 photo and 1 pdf from the customer for investigation. Bd was able to confirm the customer¿s indicated failure mode because the defect was observed in the pdf testing provided by bdj; however, no samples were received at the manufacturing site, the photo received does not confirm overfill and the testing of retention samples manufactured before and after the incident does not confirm overfill of the product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® blood collection tube buffered sodium citrate experienced overfill. The following information was provided by the initial reporter: translated to english. The customer stated:the "tubes from the complaint lot draw a larger volume of blood; an upper limit error is occurring several times a day with the measurement device."